Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop and sui. The patient underwent a hysterectomy on (B)(6) 2010 due to fibroids. It was reported that patient underwent cholecystectomy on (B)(6) 2011 due to cholecystitis and biliary dyskinesia. It was reported that patient underwent mini arc precise mid-urethral sling due to sui and vaginal spotting. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.